Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0yp2q, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was having some issues with it and they reset it. The patient was having problems finding a right program and it was just a bad day for them. The patient started experiencing the issues on (B)(6) 2015. The patient was not able to void much for a couple of days and had some vaginal pain. The patient mentioned they had fibromyalgia. The patient's issues had resolved as they went in and had new programs set. Everything was good now. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.